Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 02/09/2022, it was reported by a sales representative via (B)(4) that a ar-6480 dw pump has a broken screen. This was discovered during an unknown time, with no patient effect reported.